Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The cause and resolution are unknown. No patient information was available at time of MDR filing.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. The unit was rebooted and the patient tubing was replaced, then ventilation continued. There was no report of patient injury.